Manufacturer narrative:
The leads were explanted, but were not returned. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient developed a hematoma during a trial procedure. The trial was cut short and the leads were explanted. There were no reports of further complications. The patient received excellent pain relief during the trial and has proceeded with a permanent implant.